Manufacturer narrative:
P-cap locked into place properly during testing. Pump's keypad functioned and navigated through menus properly. Unit successfully downloaded using thus software. Unable to download carelink. Unit passed the following tests: displacement test, rewind, prime/seating, basic occlusion, force sensor, and occlusion test. Unable to perform self-test due to unexpected pump error 63. Pump error 63 (variable 3) alarm was recorded on (B)(6) 2024 at 06:53:59.000 hour due to hardware error (line # = 367, file # = 37). Pump was cut open to perform visual inspection and found moisture damage on pcba1 and lcd flex connector. The following were noted during visual inspection: cracked keypad overlay, pillowing keypad overlay, and scratched case. Audio anomaly confirmed as a result of pump error 63 alarm noted during self test and confirmed pump history (variable 3) on (B)(6) 2024 at 06:53:59.000 hour due to broken trace at pin #6 (sda) and cracked solder joint at pin #1 (vdd) on u1 keypad assembly. Customer concern for cosmetic damage at keypad confirmed per visual inspection. Unable to verify customer alleged for low bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked into place properly during testing. Pump's keypad functioned and navigated through menus properly. Unit successfully downloaded using thus software. Unable to download carelink. Unit passed the following tests: displacement test, rewind, prime/seating, basic occlusion, force sensor, and occlusion test. Unable to perform self-test due to unexpected pump error 63. Pump error 63 (variable 3) alarm was recorded on 09/11/2024 at 06:53:59.000 hour due to hardware error (line # = 367, file # = 37). Pump was cut open to perform visual inspection and found moisture damage on pcba1 and lcd flex connector. The following were noted during visual inspection: cracked keypad overlay, pillowing keypad overlay, and scratched case. Audio anomaly confirmed as a result of pump error 63 alarm noted during self test and confirmed pump history (variable 3) on 09/11/2024 at 06:53:59.000 hour due to broken trace at pin #6 (sda) and cracked solder joint at pin #1 (vdd) on u1 keypad assembly. Customer concern for cosmetic damage at keypad confirmed per visual inspection. Unable to verify customer alleged for low bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had an audio anomaly. They did not hear the difference between the audio volumes 1 and 5. The device did not pass troubleshooting. The customer¿s blood glucose during the incident was 2.8 mmol/l. The device will not be returned for analysis.